Event description:
During a tavr procedure using a 23mm sapien 3 valve via transfemoral approach, malposition of the valve and conduction disorder were observed. As percutaneous coronary intervention (pci) was planned after the tavr procedure. The valve was planned to be implanted in a lower position as much as possible. When the valve inflation was started and the valve became a dog bone shape, the valve was pulled toward the left ventricle. The valve was planned to be implanted in 70:30 (a:v) position; however, the final position was 60:40 (v:a) position. After the valve was implanted, a complete ventricular block (cavb) occurred. Upon transfer, sinus rhythm seemed to be returned; however, the patient became pacing-dependent in ICU. The cavb remained and a permanent pacemaker was implanted on postoperative day (pod) 4.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. Update to b5. The 23mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with sapien 3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for a malpositioned valve was unable to be confirmed due to the unavailability of applicable imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "during the transfemoral tavr for a 23mm sapien 3 valve, malposition of the valve and conduction disorder were observed. As the pci was planned after the tavr procedure, the valve was planned to be implanted in a lower position. When the valve inflation was started and the valve became the dog bone shape, the valve was pulled toward the left ventricle. The valve was planned to be implanted in 70:30 (a:v) position; however, the final position was the 60:40 (v:a) position. After the valve was implanted, a complete ventricular block (cavb) occurred. Upon transfer, sinus rhythm seemed to be returned; however, the patient became pacing-dependent in the ICU. The cavb remained and a permanent pacemaker was implanted on post-operative day (pod) 4", and "per the follow-up, as the cause of valve malposition, there may have been tension remained in the delivery system when the valve was dog-boned". Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. In this case, the heart block was caused by the low thv implantation possibly through mechanical impingement of the conduction system by the prosthesis depth/profile. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, the stored tension of the delivery system was not released prior to the valve deployment, which could have caused the thv to be inflated in a dog bone-like fashion, with one side of the valve opening up before the other, resulting in the downward canting/shit, and, thus, ventricular malposition. Available information suggests that procedural factors (stored tension not released prior to deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the follow-up, as the cause of valve malposition, there may have been tension remained in the delivery system when the valve was dog-boned.